Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after incomplete priming. The patient stated that the patient line was not primed when she connected and started the initial drain. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated that the patient line was not primed when she connected and started the initial drain. The technical service representative (tsr) assisted the hp to cycle power to clear alarm. The tsr then advised the hp to disconnect using aseptic technique and remove cassette. The hp confirmed she would notify her peritoneal dialysis nurse and start over with new supplies.. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.